Event description:
Information was received indicating that during use, the pressure of a smiths medical level 1 trauma fast flow system was too low in the pressure chamber and the bags could not be emptied fast enough. Subsequently the blood was administered with an external pressure bag. No patient consequences were reported.